Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump was received with a missing end cap sticker and a cracked case display window corner. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the drive support cap is loose. Customer stated that something was wrong with the bottom of the insulin pump. Customer's blood glucose reading is 240 mg/dl. Customer has pushed the drive support cap in. Advised customer not to push the drive support cap while connected to insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.